Manufacturer narrative:
(B)(4) date sent: 10/3/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: on which firing of device did issue occur? Was device able to be closed? What structure was device being fired on? Were clips used in the surgical procedure? What color cartridge was being used? Did any staples deploy? Could the device be opened and removed from the tissue? What was the reason for the convert to open? What is the current patient status? Additional information received: originally the patient had an emergency surgery for bleeding in the spleen. It didn¿t have damage as a result of the device. It was prolonged due to the laparoscopic procedure, and the device does not work it were converted to open surgery. Doesn¿t need re-intervention. It had bleeding, but it was controlled when opened. Pt. Is currently stable.

Event description:
It was reported that during an emergency laparoscopic splenectomy procedure, during use on patient at the time of stop the bleeding the device is stopped at the time of firing, the trigger don't move. Converted to open surgery. Handmade suture vicryl was used to complete the procedure.